Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. The cuff was returned cut in two halves, which was caused likely during explant and it is considered a secondary failure. The cuff passed all the remaining testing. Based on the information available and analysis results, the reported clinical observation of mechanical anomaly was not confirmed. Additionally, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. And caused recurring incontinence. A surgical procedure was performed and the device was removed and replaced with a new aus. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. A surgical procedure was performed and the device was removed and replaced with a new aus. There were no patient complications reported.